Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12/6/2024 an ilet user reported they experienced a low blood glucose (bg) event requiring a visit to the hospital. The event occurred on (B)(6) 2024. On (B)(6) 2024, the user experienced fluctuating bg levels and sought assistance after being advised by their clinical diabetes specialist (cds) to disconnect from the ilet system and use backup therapy. During training earlier that day, the user's bg level was 270 mg/dl, which decreased to the lower 200s by the time they returned home. After making a usual meal announcement for dinner, the user experienced a bg low of 45 mg/dl that evening and drove to the hospital. They were treated with food, including a tuna fish sandwich, chips, graham crackers, and a small coke. The user powered down the ilet and plans to remain disconnected until further training is completed, citing concerns about future lows. During the event, their highest bg level was 386 mg/dl, and their lowest was 45 mg/dl. Immediate health effects included anxiety, ibs, and insomnia.